Manufacturer narrative:
The event was confirmed by the qa technician through functional evaluation, disassembly and visual inspection. The device failed for heat due to a breakdown of lubrication/deprivation. Lubrication may affect the components of the device limiting the rotational and design properties causing the symptoms for heat. The limited rotation likely caused the handpiece to exhibit high amps. Due to the age of the device and usage, it is possible that cleaning/lubrication may have contributed to the failure. The device was placed in parts retention.

Event description:
It was reported that the micro drill medium straight attachment heated up during a routine equipment evaluation at the user facility by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.